Event description:
It was reported that during a procedure of the mildly calcified, mid left anterior descending (lad) artery, the 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was positioned for post dilatation, however, the balloon did not inflate. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was unable to confirm the reported difficulty with inflation. The customer reported no resistance was encountered during removal of the protective sheath; however, this failure mode has been observed in previous complaints which involve difficulty in removing the sheath. As difficulties in removal is subjective, this event will be concluded as having difficulty to remove the sheath. A search of the lot history record for this specific lot number indicated no related non-conformance records. Based on an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.